Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). Three (3) samples without packaging were returned in conjunction with this complaint. Visual evaluation of the returned samples showed a crack on the female luers. The returned valves were tested per specification for leakage. Beginning at 0psi and gradually increasing water pressure, there was leakage observed on the samples returned. Based on physical testing, the reported defect was confirmed. Retain samples were also pulled and tested for leakage according to internal specification and did not confirm leakage. While we are unable to confirm the specific nature of the reported event, b. Braun medical has initiated a corrective action and preventive action (CAPA) to further investigate incidents of this nature. We will maintain this report for further references and continue to monitor other reports for similar occurrences. If a sample and/or any additional pertinent information becomes available, a follow up will be submitted.

Manufacturer narrative:
(B)(4). The device involved has been received for evaluation and the investigation is ongoing at this time. A follow up will be submitted when the investigation results become available.

Event description:
As reported in the event description: during chemotheraphy the product leaked.